Event description:
On 09-jul-2021: follow up information was submitted to update the awareness date. Moreover, the result of the (complaint investigation) of returned two tubing showed that visual inspection and static pull test were found within specifications. Based on the result: medical device problem code, component code, type of investigation code, investigation findings code and investigation conclusions code were updated. Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2021, it was reported that the patient's infusion set's tubing that had a little cap to it, that screws was broken off. Therefore, this issue occurred when she unscrewed the reservoir to take a shower and when she tried to screw it back, this issue occurred. Reported, this issue occurred with three infusion sets. The site location was left side of patient's abdomen. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. Currently, her blood glucose level was 122 mg/dl. No further information available.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2021, it was reported that the patient's infusion set's tubing that had a little cap to it, that screws was broken off. Therefore, this issue occurred when she unscrewed the reservoir to take a shower and when she tried to screw it back, this issue occurred. Reported, this issue occurred with three infusion sets. The site location was left side of patient's abdomen. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. Currently, her blood glucose level was 122 mg/dl. No further information available.